Event description:
Philips received a complaint by the customer on the v60, indicating that the unit would not operate on battery power. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that the unit would not operate on battery power. The customer also informed philips that the connector on the battery was damaged but requested the battery function be tested. The customer then requested bench repair to further evaluate the issue. Bench repair is currently pending.

Manufacturer narrative:
H10: the v60 was sent to bench repair where the battery function was tested. It was confirmed that the unit was able to function with the battery at bench repair. Bench repair was able to confirm that the v60 was able to function and power on with a battery. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.